Event description:
Return evaluation: inside of accessory box #1. Box contained one ultrasound head and 4 lead wires. Lead wires are bound together with a large green twist tie. Inside of accessory box #2. Box contained empty bags. No accessories were present. Lead wires from accessory box 1 as they appeared outside of the box. The lead wires have some apparent discoloration, with a yellow tent to the wires in some areas. This suggests the wires are on the older side, which aligns with the customer's statements that the lead wires are inspected yearly but had not been replaced. All 4 lead wires were separated and given a number 1 - 4 on a makeshift label. The purpose of this activity was to make it clear which lead wire we are discussing and to avoid mix ups in what issues are present on which wire. These labels will not be removed so each wire can be identified if necessary in the future. The connector's strain relief segment has significant damage on lead wires 1 and 2. Half of the strain relief segment is completely disconnected on both pins for both these lead wires. This apparent damage does not appear to have removed the lead wires from use at the customer's site even with yearly physical inspections taking place. These are the only lead wires returned with this damage, suggesting lead wires 1 and 2 were either used more frequently or handled less carefully on a consistent basis. All four lead wires had what appears to be adhesive residue present at several locations along the cord. Below is a random sampling of the adhesive present for reference. The source of the adhesive is not known. Ultrasound wand, which was returned inside accessory box 1. This accessory does not appear to be part of the complaint but was still physically inspected. The cord has a light yellow discoloration, suggesting it is an older item. There is minor damage to the cord, consistent with normal wear and tear. The strain relief at the plug end of the cord is beginning to split but not yet fully separated like the lead wires. There was residue present on the sound head upon return. The cx4 device itself as it appeared upon review. The device appears in good condition without any obvious damage. The device has a label present on the left side. Label reads in part "weaver therapy systems. Inspection date: 6/14/23". Testing: *note: the power cord for this device was not returned, so an alternate power cord from a different cx4 was used for the purpose of testing. Testing was conducted using an oscilloscope, which was in calibration as of the date of testing. Model: tds2014c sn: (B)(6). The customer stated that if-4p was being used so the if-4p testing criteria was followed. -set the device to cc -set parameters to 100ma/5000hz acceptable frequency: 4500hz - 5500hz acceptable output: 80v - 120v. Test 1: lead wires 1 & 2 in channel 1 & 2. Waveform generally appears normal. The max voltage on both channels falls within spec. The frequency on both channels falls within spec. Channel 1 ports on the device feel slightly loose. Channel 2 ports on the device feel extremely loose, such that lightly wiggling (not tugging) the cord causes the connector to start coming out of the port. The waveform occasionally has an abnormal appearance or interference. Even when not touching the wires the abnormal waveform will occasionally flash before going back to normal. On the left is a normal if-4p waveform. On the right is the abnormal waveform which flashes for a moment and returns to normal. Test 2: lead wires 1 & 2 in channel 3 & 4. Waveform generally appears normal. The max voltage on both channels falls within spec. The frequency on both channels falls within spec. Device port for channel 3 and 4 feel loose. The waveform was observed for several minutes with no abnormalities noted. Channel 3 did not stop functioning at any point. Test 3: lead wires 3 & 4 in channel 1 & 2. Waveform generally appears normal. The max voltage on both channels falls within spec. The frequency on both channels falls within spec. Channel 1 ports on the device feel slightly loose. Channel 2 ports on the device feel extremely loose, as mentioned previously. The waveform occasionally has an abnormal appearance or interference, identical to what was seen in test 1. Test 4: lead wires 3 & 4 in channel 3 & 4. Waveform generally appears normal. The max voltage on both channels falls within spec. The frequency on both channels falls within spec. Device port for channel 3 and 4 feel loose. The waveform was observed for several minutes with no abnormalities noted. Channel 3 did not stop functioning at any point. Conclusion: a definitive root cause cannot be determined with the information currently available. There are a series of possibilities for why this might occur given the results of this review. It is possible there is a product malfunction on channel 1 and/or channel 2 as there was an abnormal waveform noted on these channels even when the lead wires were swapped. It is possible there is a malfunction of one or multiple lead wires; as the leads appear old, have some damage, and have not been replaced in the past 6 months. It is possible that the loose ports are resulting in intermittent connection of the lead wires which could be experienced as a shocking sensation or potentially a burn. It is possible that the otc brand of electrodes being used is not rated, tested, and/or adequate for this intended use. Due to some abnormalities being noted in the physical inspection and testing which could potentially produce the reported event, the complaint is effectively duplicated. This device will be retained.

Event description:
(B)(6) 2024: has a theratouch cx4 and it's doing some strange things and was involved in a burn of a patient. He believes they had medical treatment. No redness or discomfort reported by patient post treatment but then when she got home it became itchy and blisters developed. They are reporting it's channel 3 they are not trusting. He was running pre-mod on channel 3 and was playing with the leads on the front of the machine and they seemed kind of loose and he did receive the no current message and then the machine went dark. He had to press the power button for it to come back. The clinic reported that the intensity was dropping to 0 and had to restart the treatment. (B)(6) 2024: noted a "zap-like" sensation lasting 3-4 seconds but then no complaints - parameters: interferential es - were there andy modulating prgrams used? No - lead wires replaced in last 6 months? No - do lead wires show exposed wires or damage? No - were new lead wires tried? There were no complaints during session. After the 3-4 sec and es was reset and no additional problems was felt. The electrodes had just moved - were the electrodes that are supplied with the device being used? Electrodes were not supplied by device : electrodes used were valutrode 1.5" x 3.5" from amazon. Using four self adhesive 1.5" x 3.5" - verify placement on body and distance between electrodes: lc l1 - sacral borders - have you read instruction manual in regards to electrode placement? No - electrodes only used on end user : used over 3 sessions - electrodes stored in bag they came in, stored at room temp - electrodes not used on multiple patients - electrodes used are not rubber - no ointment used - device off when electrodes removed - no skin problems noted at time of treatment - burns showed up over 24 hours after used - customer is still having treatments at wound clinic - patient sought medical attention - 4 electrodes used - criss crossed - carrier frequency 5000 hz -80/150 hz / cv.